Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a gray bar status upon interrogation. The ICD was not implanted in a patient. There was no patient involvement.